Event description:
It was reported that patient was experiencing pain and surgeon thought pain may be due to liner wear and replaced the liner in patient's hip.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient was experiencing pain and surgeon thought pain may be due to liner wear and replaced the liner in patient's hip.

Manufacturer narrative:
The provided medical information was reviewed by a consulting clinician who concluded there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.the exact cause of the event could not be determined. Impingement of the femoral head skirt likely resulted in abnormal loading and fatigue fracture of the locking wire. Once destabilized by the locking wire fracture, the insert likely moved within the acetabular shell, leading to the gross abrasion and delamination observed.